Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to unspecified reasons. A new artificial urinary sphincter consisting of a pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the reason for revision was due to a large hole in the balloon that caused the device to stop working. The patient was dissatisfied.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in the balloon shell that was the result of fatigue at a fold and avulsion. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to unspecified reasons. A new artificial urinary sphincter consisting of a pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the reason for revision was due to a large hole in the balloon that caused the device to stop working. The patient was dissatisfied.